Manufacturer narrative:
The insulin pump was received with cracked and bleeding liquid crystal display glass, cracked reservoir tube lip, minor scratched liquid crystal display window, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the screen on the insulin pump is broken. Customer's blood glucose reading was 306 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.